Event description:
Patient repositioned self in bed, turned on her stomach. Nurse found evd tubing disconnected from the stopcock close to the drain chamber. The hub connection was not safely manufactured. Please investigate this product medtronic evd system. Add'l lot numbers: 13b0492053 and 13b2292051. Dates of use: (B)(6) 2013. Reason for use: non traumatic subarachnoid hemorrhage.